Manufacturer narrative:
The customer noticed a reagent probe was leaking and replaced it. The customer performed calibration and qc. The field service engineer (fse) ran a hardware check with no issues identified. The results were within specification. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. Multiple reagent probe alarms were observed on the alarm trace data on the date of the event. The customer had no further issues after replacing the reagent probe.

Event description:
The initial reporter questioned the results for multiple patient samples tested for multiple assays on a cobas 6000 c (501) module. The customer was also having qc issues. Discrepant results were provided for 4 patient samples tested for gluc3 glucose hk (gluc3), total protein, albumin, or calcium. Patient 1 initial gluc3 result was 51 mg/dl with a data flag. The repeat result was 149 mg/dl. Another sample drawn at the same time had an initial gluc3 result of 3 mg/dl with a data flag. The repeat result was 149 mg/dl with a data flag. The initial total protein result was 2.3 g/dl with a data flag. The repeat result was 7.5 g/dl. Patient 2 initial gluc3 result was 12 mg/dl with a data flag. The repeat result was 94 mg/dl. The initial total protein result was 2.3 g/dl with a data flag. The repeat result was 7.3 g/dl. The initial albumin result was 5.7 g/dl with a data flag. The repeat result was 4.0 g/dl. Patient 3 initial albumin result was 5.7 g/dl with a data flag. The repeat result was 4.3 g/dl. The initial total protein result was 2.3 g/dl with a data flag. The repeat result was 8.1 g/dl. Patient 4 initial albumin result was 5.8 g/dl with a data flag. The repeat result was 4.4 g/dl. The initial gluc3 result was 11 mg/dl with a data flag. The repeat result was 75 mg/dl. The initial calcium result was 1.9 mg/dl with a data flag. The repeat result was 9.4 mg/dl. The total protein result was 2.3 g/dl with a data flag. The repeat result was 7.1 g/dl. Repeat testing was performed on a different c501 module. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The gluc3 reagent lot number was 661054. The expiration date was not provided. No other reagent lot numbers with expiration dates were provided.